Manufacturer narrative:
Updated conclusion based on the adjudication review: final adjudication minutes received for this patient enrolled in the (B)(4) study indicated agreement with the arc peri-procedural pci definition of myocardial infarction. The minutes indicated elevated troponin levels post procedure with a reported event of non-q wave mi. The patient experienced a myocardial infarction the day after having a coronary artery stent implanted. The patient's medical history is significant for angina, previous percutaneous intervention, family history of coronary artery disease, hyperlipidemia and hypertension. The indication for the procedure was exertional chest pain. Angiography was performed and revealed that a previously implanted stent in the first diagonal branch was widely patient but a 90% stenosis was present in the mid left anterior descending artery (lad) at the level of the second diagonal branch. The lad lesion was pre-dilated multiple times with a 2.5mm balloon at 8-12 atmospheres. A 3.0mm x 23mm cypher was then implanted in the mid lad at 16atms followed by post-dilation with a 3.0mm and a 3.5mm non-compliant balloon to 18atms. The ostium of the second diagonal was balloon angioplastied with a 2.0mm balloon at 10atms. The reported residual stenosis was 0% with normal flow to both the lad and the second diagonal. The day following the procedure the patient had elevated enzymes diagnosed as a non-q-wave mi. The stent remains implanted. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Peri-procedural myocardial infarction is a known potential adverse event associated with implanting coronary artery stents. Review of the information provided suggests that the multiple inflations (causing release of cardiac biomarkers) performed during the procedure as well as the inherent risk of the procedure may have contributed to the reported event. There is no indication of any device design or manufacturing issues related to the event; therefore, no corrective actions will be taken.

Manufacturer narrative:
An additional adjudication was received and agreed with the arc (periprocedural pci) definition of myocardial infarction with an event date of (B)(6) 2009. The minutes indicated elevated troponin levels post procedure with a reported event of non-q wave myocardial infarction (mi) on the same date. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The adjudication report has been received and reviewed. The initial report indicated that the patient experienced a myocardial infarction the day after the index procedure. This event has since been adjudicated as no event and is being unreported. According to the cec adjudication committee, the patient did not experience a myocardial infarction or stent thrombosis. Therefore, there is no complaint against a cordis product, and this event is no longer considered reportable as this does not meet the criteria of a reportable event. No additional follow-up will be forthcoming.

Event description:
Approximately one day post index procedure the patient experienced a mi/ischemic event (non q-wave). The patient is a (B) (6) male who has a history of previous stent implantation of the first diagonal branch in 2006. A week prior to the index procedure the patient has been experiencing exertional chest discomfort similar to his previous angina. The patient was enrolled in the (B) (4) study. A coronary angiogram was performed showing the stented first diagonal branch as widely patient. The mid lad, at the level of the second diagonal branch there was a focal area of calcification with a 90% stenosis. The remainder of the lad had mild disease present. Following passage of a guidewire to the distal aspect of the left anterior descending (lad) artery a 2.5mm balloon catheter was advanced to the mid segment of the lad and multiple dilatations were performed at 8-12 atmospheres (atms). The balloon catheter was removed a 3mm x 23mm cypher stent was implanted at 16 atms. The stent was post-dilated with a 3.0mm and a 3.25mm non-compliant balloon to 18 atms. The guidewire was repositioned in the second diagonal branch and a 2.0mm balloon was advanced into the origin of the diagonal. The ostium was dilated at 10 atms. At the end of the procedure there was no residual obstruction and normal flow returned throughout the lad and diagonal branch with no residual obstruction. One day post index procedure the patient experienced a non q-wave mi, described as post pci myocardial infarction (mi).

Manufacturer narrative:
The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan.